Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07713 /-07714).

Event description:
It was reported that the clinical study patient underwent left total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised and an irrigation & debridement were performed on (B)(6) 2013 due to a non-healing surgical wound. The presence of a hematoma was noted during the revision procedure. The modular head and taper adapter were removed and replaced. Review of invoice history verified the implant and revision surgery dates.